Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with proglide device were attempted in the moderately calcified, mildly tortuous left common femoral artery using the preclose technique prior to an transcatheter aortic valve implantation procedure. The arteriotomy was 6fr. Reportedly, the knot could not be advanced. A hematoma, estimated at 5 centimeters occurred during the procedure. An arteriography was performed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.